Event description:
Spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain") and uterine haemorrhage ("uterus oozing blood") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antidiarrhoeal microorganisms (probiotics), colecalciferol (vitamin d), metformin, montelukast (singulair), procaterol hydrochloride (pro-air) and spironolactone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping in my left side of pelvic") and fatigue ("horrible fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain lower and fatigue had resolved. The reporter provided no causality assessment for abdominal pain lower, fatigue, pelvic pain and uterine haemorrhage with essure. The reporter commented: hysterectomy which solved all problems post essure implantation. The seriousness criterion ¿hospitalization, required intervention¿ was reported, but not specified or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain") and uterine haemorrhage ("uterus oozing blood") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antidiarrhoeal microorganisms (probiotics), cholecalciferol (vitamin d), metformin, montelukast (singulair), procaterol hydrochloride (pro-air) and spironolactone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping in my left side of pelvic") and fatigue ("horrible fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain lower and fatigue had resolved. The reporter provided no causality assessment for abdominal pain lower, fatigue, pelvic pain and uterine haemorrhage with essure. The reporter commented: hysterectomy which solved all problems post essure implantation. The seriousness criterion ¿hospitalization, required intervention¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.